Event description:
In hosp operating room , pt was receiving an implantable defibrillator and being monitored with anterior/posterior positioned disposable defibrillation/ECG electrodes and adapter by the device's cardiac monitor. According to the reporter, at some time during test discharges of the implantable defibrillator, the device's crt displayed a flatline instead of the pt's ECG. Medical staff attached 3 led limb lead pt ECG electrodes and swithched the device to lead ii to resume normal cardiac monitoring function.